Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient with pacemaker device had 1.5 years remaining from the last time it was checked. Patient's heart rate was in 30 before having the device. Boston scientific technical services (ts) discussed that longevity projection on the device would have likely reached elective replacement indicator (eri) sometime in the beginning of 2017 after eri reached 90 day timer to end of life (eol). This pacemaker device was explanted. No additional adverse patient effects were reported.